Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Per the reporter: the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative diagnosis: urinary incontinence with cystocele; rectocele; and partial vaginal vault prolapse. Post-operative diagnosis: urinary incontinence with cystocele; rectocele; and partial vaginal vault prolapse. Name of procedure: suburethral sling using tvt technique; anterior and posterior colporrhaphy with perineorrhaphy using pelvicol mesh; vaginal vault suspension to the right sacrospinous ligament.